Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the piston on the pump did not fully retract and customer could not load a new cartridge onto the pump. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was address by manual correction injection. During troubleshooting, tandem technical support found that the load process had not been followed and completed. Tandem technical support educated the customer to follow the load process on the mobi app in order for the piston to come down to put the cartridge onto the pump. Customer completed the load process and successfully loaded a new cartridge onto the pump.